Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed and the console stopped during a procedure. The handpiece was exchanged and the console rebooted, but the message would not clear. The system was exchanged to complete the case without patient harm. Additional info has been requested.